Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device evaluated by MFR: a medtronic representative went to the site to test the equipment. Testing revealed that batteries on the imaging system were low and subsequently replaced. The imaging system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: b i71000125, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a imaging device being used outside of a procedure. It was reported that the system was unable to be moved without the umbilical cable. Even with the cable connected, the system said no connection to the mobile view station (mvs).